Event description:
The dealer states the right side, when seated, of the lower adjustable width arm tube, bolt broke off inside of the arm tube. The dealer states no injuries.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.